Manufacturer narrative:
Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing was leaking at site. The infusion set was used for less than twenty-four hours. The patient replaced the infusion set and insulin was resumed successfully. No further information available.